Event description:
It was reported that during surgery the positioner broke off inside of impactor. No delay was reported and a backup device was available.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the returned device confirms the straight shell impactor has a weld fracture at the strike plate and damaged threads. This device shows significant signs of wear/usage. The device was manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.